Event description:
This spontaneous report by a physician as "needle was broken and remained in their body", concerns a pt using novofine 6mm (31g) (insulin delivery device) due to insulin-requiring type 2 diabetes mellitus (duration unknown). In 2005 during hospitalisation (for unknown reaso), the pt injected insulin in their left thigh. The needle broke off and it remained in their body (verified by x-ray examination). The reporting physician stated that the pt did not re-use the needle in question and there did not seem to be anything wrong with the needle prior to usage. The pt discontinued using the product in question due to the ae. Reportedly the needle is still in the pt's body and the pt has not yet recovered. Conclusion: the needle tube is broken off at the needle hub.